Manufacturer narrative:
The account requested a hill-rom technician to evaluate and repair. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly inspected the bed and found the brake not set alarm was functioning as designed. The issue was the bed exit alarm was not sounding when the patient left the bed. The hill-rom technician found the bed¿s scale had been zeroed with the patient on the bed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. The hill-rom technician also inserviced/trained the nursing staff at the account on how to properly zero the bed's scale without the patient in the bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).